Event description:
It was reported that during implant high, out of range, pacing lead impedance measurements were observed. The lead was not implanted and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.